Event description:
It was reported that the patient developed an infection at the implant site. The pulse generator was explanted on (B)(6) 2015. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).